Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, at 9:10 am, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra 2 meter has a power issue (meter powers off during use). The reported issue began on the evening of four days earlier. Since then, the patient reportedly developed a symptom described as "blurry vision." The patient was not tested on any other device. The patient did not require medical intervention and did not take any action in regards to diabetes treatment. It would have been helpful to obtain the following information: testing frequency, diabetes medication regimen, date and time of symptoms, diabetes medication and food intake prior to symptoms, and recent changes to diabetes medication regimen and testing frequency. During troubleshooting, the customer care advocate verified that the meter did not turn off before the allow time. This complaint is being reported because the patient alleged he developed symptoms that could be suggestive of hyperglycemia after the lfs meter's power issue began. Replacement products were sent to the patient.